Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was not working. Additionally, it was reported that the pump touch screen was unresponsive, the pump's usb port was broken. Customer declined troubleshooting from tandem technical support. There was no reported adverse impact. No additional information was provided.